Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely elevated calcium_2 (ca_2) results were obtained on 3 patient samples on an atellica ch 930 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event, but recovered within ranges when the samples were processed. The customer replaced the primary reagent pack and recalibrated the ca_2 assay. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the reagent mixer, inspected and cleaned the sample mixer impeller and cavity, and verified the manual alignment of the sample mixer impeller and cavity. The atellica test protocol (atp) check passed. The cse ran 5 replicates of qc, which recovered within ranges. The replacement of the reagent mixer, cleaning the sample mixer impeller, and performing mixer alignments returned the instrument to normal operation. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated calcium_2 (ca_2) results were obtained on 3 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated ca_2 results.